Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml in the reservoir. Visual examination of the unit confirmed a leak on the luer post when the tubing was unclamped. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter service personnel reported an intermate which leaked from a tiny crack on the luer post. This condition was observed when the tubing was unclamped during evaluation. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-001312968additional information: h6, h10the root cause was due to a manufacturing defect.this issue has been escalated to CAPA.